Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that "once placed the product the nurse removed it after few hours, because at the moment of the first irrigation, the path of irrigation did not leave the water to pass through the port and above the port was forming a baloon. The nurse removed the product and threw it. No damage or pain's patient is reported."